Manufacturer narrative:
(B)(4).

Event description:
It was reported that decrease in r-wave was noted via merlin.net transmission. Increase in capture threshold was also observed. X-ray did not reveal any lead problems. The patient was fine. The lead will be replaced during the generator change out.